Event description:
A report was received that a patient has to frequently charge her ipg to maintain therapy. The patient's database was analyzed by a bsn representative and it was determined that the ipg was exhibiting premature battery depletion. An ipg replacement was recommended.